Event description:
Hcp reported a concern that there was less than expected fluid from the pump. At refills, the pump was about half full and they suspected "insufficient delivery." The patient had no withdrawal symptoms - just pain. The catheter was tested and was determined to be patent. The pump was explanted and replaced and returned to the manufacturer for analysis. The patient outcome was not reported. A follow up report will be sent when additional information is received.